Event description:
Same case as MDR ID 2134265-2013-04143, 2134265-2013-04018. It was reported that during an intravascular ultrasound (ivus) procedure, automatic pullback failure occured. Atlantis sr pro imaging catheter was selected to treat the target lesion and was recognized by the (B)(4) imaging system. When the physician performed an automatic pullback the system failed to pullback and the ivus catheter was not able to image. It was not known if the physician switched to manual pullback. The procedure was completed with another of the same device. No patient complications were reported and the condition of the patient is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The following were observed that the hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-04143, 2134265-2013-04018. It was reported that during an intravascular ultrasound (ivus) procedure, automatic pullback failure occured. Atlantis sr pro imaging catheter was selected to treat the target lesion and was recognized by the ilab imaging system. When the physician performed an automatic pullback the system failed to pullback and the ivus catheter was not able to image. It was not known if the physician switched to manual pullback. The procedure was completed with another of the same device. No patient complications were reported and the condition of the patient is good.